Event description:
During the transfemoral tavr procedure, the 26mm sapien xt valve was positioned 60:40 aortic/ventricular (a/v). Pacing capture was lost during deployment resulting in valve embolization into the aorta. An unsuccessful attempt was made to pull the valve into the ascending aorta with the novaflex+ (nf+) delivery system (ds) balloon; however, the valve was only able to be positioned in the distal arch at the level of the subclavian. A 29mm sapien xt valve was then prepared and deployed 60:40 (a/v) in the native annulus, resulting in no paravalvular leak and no central aortic insufficiency. The patient was stable throughout the procedure and transferred in stable condition. 24 hours post procedure, the patient was doing well and the 26mm sapien xt valve was stable and secure. It was perceived that procedural factors, loss of pacing capture during valve deployment, contributed to this event. The patient¿s native annulus area measured 398mm2 and 430mm2 by CT. No annular calcification, mild to moderate native leaflet calcification and no aortic root calcification was reported.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (loss of pacing capture during valve deployment), in addition to patient factors (no annular or aortic root calcification, mild to moderate native leaflet calcification) contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.